Event description:
It was reported that the device was frequently mode switching. It was also reported that the atrial lead exhibited far field r-wave sensing. The device was reprogrammed. The device and lead are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing a mode change/switch. The device was mode switching due to far-field r-wave sensing on the atrial lead, the patient's sinus rate is often around 100 bpm, and the post mode-switch overdrive pacing (pmop) is programmed on. The fast sinus rate causes the device to search for a blank flutter wave. If that search coincides with the (B)(4), mode switch occurs. Additional (B)(4) sensing during a mode switch can restart the pmop and continue the mode switch episode.